Manufacturer narrative:
(B)(4). Peritonitis occurred on an unreported date in (B)(6) 2015. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. Treatment for the event was not reported. On an unreported date, the pd catheter was removed and the patient was placed temporarily on hemodialysis. Dianeal and extraneal therapies were withdrawn. At the time of this report, the patient remains hospitalized and recovery status was not reported. No additional information is available.